Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes insufficient negative pressure was found during use. Additionally, the user noted a defect or deformation in closure of tube. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive returned samples or photos from the customer for investigation. Therefore, 20 retain samples from bd inventory were draw-tested for low or no draw, and all tubes were within specification. Additionally, 30 retain samples from bd inventory were visually inspected for damage, and no tubes showed damage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for low draw. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes insufficient negative pressure was found during use. Additionally, the user noted a defect or deformation in closure of tube. No health impact or consequence reported.